Event description:
Adverse event(s): "needed a 12mm lens, but they do not keep those lenses in consignment so, he ended up closing the eye and leaving the pt aphakic" (no code available). Product problem(s): "wrong size lens for this pt" (fitting problem [iol (intraocular lens) implant]); "no malfunction reported" (no known device problem). A surgeon reported he had attempted to implanted two anterior chamber lenses and had to remove them both because, they would not stay in place. The pt had previously had a storz pmma lens implanted in his right eye in 1999. The pt is a diabetic and has bilateral panretinal photocoagulation (prp) and bilateral vitrectomies. Upon exam, the surgeon noticed the pmma lens was still in the bag, but the zonules were gone so, the lens was "flopping around". The pt had a tonic pupil that was no bigger than 4.5-5mm. The surgeon took the pt to surgery to do a lens exchange. The surgeon had to use iris hooks to stretch the pupil; the pupil stretched to about 8-9mm at that time. The surgeon took the storz pmma lens out and attempted to put in a 13mm lens. The 13mm lens was pushing the iris root back, so, the surgeon took that lens out and put in a 12.5mm lens. He could not get the second lens to sit in the angle properly. He thinks the lens would not stay because, the pupil was too big. He states he used two vials of carbochol and the pupil still would not constrict. Surgery lasted two hours. The surgeon stated he needed a 12mm lens, but they do not keep those lenses in consignment so, he ended up closing the eye and leaving the pt aphakic. The surgeon referred the pt to a retinal specialist to make sure the peripheral retina was good before taking the pt back to surgery for lens implantation at a later date. The surgeon reported this is not a lens related issue. He feels it has to do with the fact that the pt has had a vitrectomy, the pupil was too big during surgery and he could not get it to constrict. This is one of two medical device reports being filed for this report; this is for the 12.5mm lens.

Manufacturer narrative:
The product was returned for analysis. The lens was returned posterior surface up instead of anterior in the lens case. The optic had a rejectable scratch. Lens lot and batch records were reviewed and all documentation indicated the product met release criteria. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There are no similar reports in this lot number. Add'l info was requested on 03/18/2010. (B)(4).